Manufacturer narrative:
The device was returned with the needle mechanism in the fully deployed position. Inspection of the pod data found the pod completed priming in an expected number of pulses and was deactivated by the user after second prime. Inspection of the needle mechanism found it free of abnormalities that would lead to the needle mechanism failing to deploy. The pod needle mechanism was successfully reset into the locked and loaded position, upon rotation of the ratchet gear, the needle mechanism deployed as expected. The exact timing of the deployment of the needle mechanism cannot be determined. Inspection of the device found the exposed portion of the cannula to be torn off below the needle bevel, causing the cannula to not be visible in the viewing window. The damage also caused the pod to fail the fluid path test and caused the soft cannula to measure out of spec at 0.61 inches long. Due to the nature of the observed cannula damage, the exact timing and cause of the damage cannot be conclusively determined. This damage cannot be confirmed as the root cause of the user reported event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. Pod not worn.